Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: clot/tissue was located within and around the apex. One detached arm was identified near the apex. The detached arm was being held in place by the clot/tissue. The detached arm appears to have detached near the apex. Six legs were present and intact; however, two feet were discovered to be detached. Two legs were bound by clot. Dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: as medical records were not provided, a review could not be performed. Photo review: one electronic photo was reviewed by field assurance engineer. The device shows what appears to be an explanted filter with 6 legs and 5 arms present and intact. One detached arm is identified within clot/tissue near the apex of the filter. He detached limb is perpendicular to the apex. The exact point of detachment is unknown due to the clot/tissue. Two legs are missing feet. The detached feet are not present in the photo. Based on the photo provided, limb detachment can be confirmed. Conclusion: the filter was returned. One photo was provided. The investigation is confirmed for limb detachment. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Additional information: a results letter will be sent to the facility to notify the physician of the incidental finding of two detached filter feet upon evaluation of the returned device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately twelve years post vena cava filter deployment, prior to retrieval, a filter limb was demonstrated to be detached and embedded within fibrous material present at the apex of the filter. Multiple devices were used to successfully capture and retrieve the filter and detached limb. There was no reported impact or consequence to the patient.